Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A caller reported that on (B)(6) 2020, the customer¿s sensor received unspecified reading, and the customer self-treated with an unspecified dose of insulin and consequently experienced symptoms of discomfort, seizure, and a loss of consciousness. The customer¿s spouse treated him with syrup and called the ambulance. The ambulance arrived 20 minutes post syrup treatment, a sensor reading of 77 mg/dl was obtained and the customer was administered glucose intravenously. The customer was taken to the emergency and he was diagnosed with hypoglycemia. No further treatment information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A caller reported that on (B)(6) 2020, the customer¿s sensor received unspecified reading, and the customer self-treated with an unspecified dose of insulin and consequently experienced symptoms of discomfort, seizure, and a loss of consciousness. The customer¿s spouse treated him with syrup and called the ambulance. The ambulance arrived 20 minutes post syrup treatment, a sensor reading of 77 mg/dl was obtained and the customer was administered glucose intravenously. The customer was taken to the emergency and he was diagnosed with hypoglycemia. No further treatment information was reported. There was no report of death or permanent injury associated with this event.